Event description:
On (B)(6), 2011, the lay-user/patient contacted lifescan (B)(6) alleging that a one touch verio meter read inaccurately erratic. The patient reported blood glucose results of "26.6 and 27.1 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for precision testing. The patient did not allege any harm or injury because of the reported issue. During troubleshooting, the patient performed a control solution test that reportedly failed. The patient declined to have the meter replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a control solution test that failed. There is no evidence, however, that the reported issue contributed to a serious injury. The patient did not allege any symptoms, treatment, or blood glucose (bg) values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.